Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a patient identified a fluid leak coincident with peritoneal dialysis therapy. Prior to the event, the patient received an m31 air detected in cassette alarm during drain zero of five of their therapy. The patient had drained 119ml of an expected 50ml at the time of the alarm. The patient did not see any air bubbles in the patient line and verified that the connections were secure. The patient bypassed to fill one of five and received a patient line is blocked soft alarm. Upon re-checking the supplies, fluid was found to be leaking from the connection between the patient¿s catheter and their catheter extension set. The technical support representative advised the patient to cancel their treatment and start therapy over using new supplies. Follow up with the patient¿s nurse clarified that the cause of the leak was due to the patient tugging on the line which loosened the connection. There was no patient injury or medical intervention required as a result of the leak. The patient was provided unspecified prophylactic medication as a precaution. The patient was able to re-setup with new supplies and completed their treatment on the cycler. The supplies used at the time of the leak were discarded. Additional information was requested but was unavailable.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. An investigation of the lots delivered to the customer were reviewed and a lot number could not be ascertained. As neither a device history record review nor a physical evaluation could be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.